Manufacturer narrative:
Complaint conclusion: as reported, the indicator window on a 5f exoseal vascular closure device (vcd) did not change color. Hemostasis was achieved via manual compression. There were no reported injuries to the patient. The exoseal was prepped according to instruction for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. A retrograde approach was used. This was an interventional procedure. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician pulled back on the unknown sheath and exoseal vcd after the indicator wire was deployed and stopping pulsatile flow. The sheath and exoseal vcd were pulled back completely with no change in the indicator window observed. The physician did not have the thumb placed on the plug deployment button during retraction. The physician achieved certification on the use of exoseal. One non-sterile exoseal vascular closure device - 5f was received for analysis. Per visual analysis, the following conditions revealed: the unit was already inserted into a non-cordis sheath; the deployment lever was pressed; the plug was partially deployed on the delivery shaft, which had dry blood residues; and the indicator wire was partially retracted. The indicator window showed black/white/red colors, and the cowling guard was locked. No anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The distal tip inner diameter was measured and the results were found within specification. Per procedure, it was confirmed that the plug was partially deployed, and the guard was locked with the indicator wire (iw) retracted. Functional analysis could not be performed since the unit was already deployed. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars were examined for potential interference, and the iw was inspected for buckling. No anomalies were found in the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned through the three stages. Microscopic analysis was not needed since the internal mechanism was reviewed. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device as it was received in a deployed state and there were no issues noted to the internal mechanism. However, an additional condition of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was noted with the returned device as the plug was partially deployed from the delivery shaft of the received device with the deployment lever fully depressed. The exact cause of the issues experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to reported no change to indicator event as the device was received with the deployment lever fully depressed and the window in the deployed condition with no anomalies noted when manually changing the window. However, vessel characteristics and procedural/handling factors are possible. It is also not possible to determine what factors may have contributed to the received partial deployment condition of the device since there were no anomalies noted to the internal mechanisms or components. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported event/received condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window on a 5f exoseal vascular closure device (vcd) did not change color. Hemostasis was achieved via manual compression. There were no reported injuries to the patient. The exoseal was prepped according to IFU instructions. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. A retrograde approach was used. This was an interventional procedure. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician pulled back on the unknown sheath and exoseal vcd after the indicator wire was deployed and stopping pulsatile flow. The sheath and exoseal vcd were pulled back completely with no change in the indicator window observed. The physician did not have the thumb placed on the plug deployment button during retraction. The physician achieved certification on the use of exoseal. The device will be returned for evaluation. Addendum: product evaluation revealed that the plug of the exoseal vcd was partially deployed.